Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter the patient presented with lower anterior teeth recession and sensitivity. Recommended and advised patient to stop using the aligners and to have an orthodontic exam.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.